Event description:
It was reported that during implant, the right ventricular (rv) lead helix mechanism came out of the lead rapidly and appeared to have stored up torque. Also, the accu read tool was difficult to remove from the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.